Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous mid right coronary artery. The 2.50x20mm taxus liberte stent was unable to cross the lesion. The physician removed the device and found that the stent strut was damaged. The device was removed intact. The procedure was completed with a different device. Pt status is listed as good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B) (4).